Manufacturer narrative:
Per the clinic, it was reported that the device was explanted on (B)(6) 2024. The patient was reimplanted with another cochlear device during the same surgery. This report is submitted on april 01, 2024.

Manufacturer narrative:
Device analysis report attached. This report is submitted om june 11, 2024.

Manufacturer narrative:
This report is submitted on may 23, 2019.

Event description:
The cochlear implant was evaluated on (B)(6) 2019 using the integrity test system. The results are consistent with a device malfunction. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, may 23, 2019.